Event description:
Pt had a mahurkar catheter placed as an inpatient for temporary hemodialysis on (B)(6) 2007. He was discharged from hospital, readmitted. Chest cat scan (B)(6) 2007 indicated a wire was present on exam.